Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys vitamin d assay on a cobas 6000 e 601 module. The sample resulted as 55.24 ng/ml when tested on the e 601 analyzer and this value was reported outside of the laboratory. The sample was repeated using the lc-ms/ms method, resulting as 18.90 ug/l (25oh-d2 = < 2.50 ug/l, 25oh-d3 = 18.90 ug/l). No adverse events were alleged to have occurred with the patient. The serial number of the e601 analyzer was 2691-03. Calibration and controls passed.

Manufacturer narrative:
Calibration and control recovery did not indicate any reagent issue. Upon review of the alarm trace, no issues were seen. No issue with the instrument is suspected the investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer provided data for a second sample from the same patient which also had an erroneous vitamin d result. The erroneous result was reported outside of the laboratory to the patient. The sample initially resulted with a value of approximately 50 ng/ml when tested on the customer's e 601 analyzer. The sample was repeated on a second e 601 analyzer at another laboratory, resulting as 62.00 ng/ml. The sample was repeated using the lc-ms/ms method, resulting as 76.87 ug/l (25oh-d2 = 70.27 ug/l, 25oh-d3 = 6.60 ug/l). No adverse events were alleged to have occurred with the patient.